Event description:
It was reported that during an implant attempt, the left ventricular lead would not advance along the guidewire and got stuck. It was also reported that when attempting to advance the lead, the force used on the lead caused the lead lobes to deploy. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor was stretched, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant. The analyst noted that the lead was received with the lobes undeployed and distorted with dried blood on them. Due to dried blood under the overlay tubing and on the lobes, it cannot be determined at this time what caused the reported deployment issue.